Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient and their family member that they had fallen two weeks ago and that since then it seemed like the ins had moved and the right side stuck out more than the other side. Patient services redirected the patient to call the health care physician (hcp) to schedule an ins site check and explained that the hcp office would notify the manufacturer representative (rep) as appropriate. There were no further complications reported.